Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Letter was received from the offices of (B)(6) law firm llc reading: "please be advised that our office has been retained to represent (B)(6) for the damages she sustained as a result of a defective hardware device that was implanted in to her foot. The medical device was an orthohelix locking screw implant number mft-002-y. The device was implanted of (B)(6) 2012. Within a year ms (B)(6) started feeling discomfort in the area of the implant and also was feeling ill. On (B)(6) 2015, (B)(6) underwent a procedure to remove the hardware. During the surgical procedure, it was noted that the hardware was broken in multiple places and that there was a "very unusual color exudate not appearing to be an infection, but just a rusting material almost like a rusty orangy, brownish metal residue."

Manufacturer narrative:
Updated to reflect additional information received on 10/07/2016.

Manufacturer narrative:
Updated to reflect additional information received on 03/09/2017.